Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer made several attempts to contact customer to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 257, 253 and 491 mg/dl. Customer stated the results from the true metrix meter were higher compared to his dietician's meter (customer stated it was a regular visit). The customer¿s expected am fasting blood glucose test result range is 200-225 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 06/26/2025 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 236 mg/dl , date: (B)(6) , time: 07:13 am , fasting. Result 2: 224 mg/dl , date: (B)(6) , time: 09:40 am, fasting. Result 3: 257 mg/dl , date: (B)(6) , time: 07:05 am, fasting. Result 4: 253 mg/dl , date: (B)(6), time: 07:07 am, fasting. Result 5: 491 mg/dl , date: (B)(6) , time: 06:46 am , fasting.

Manufacturer narrative:
Sections with additional information as of 06-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: (B)(6): user's test strip had poor storage.